Event description:
It was reported that the user received repeated ¿unable to proceed¿ messages during attempts to rewind the ilet despite multiple restarts, consistent with a mechanical problem, and transitioned to backup therapy while awaiting a replacement device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a mechanical problem. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.